Event description:
As reported by patient, suprapubic tube reportedly split causing leakage and subsequent surgical replacement. Patient had surgery for urethral stricture and placement of suprapubic tube in 11/2003. Three weeks later, patient experienced pain, blockage and leakage at stoma. Patient went to the e.r. And had surgery the next day, to remove and replace suprapubic tube with an all-silicone foley catheter. According to the doctor's report, the patient tolerated the procedure well and there were no complications. The tube was discarded by the doctor.